Manufacturer narrative:
As reported, the sorbafix enhanced fixation device fasteners did not secure the double-sided mesh properly during a laparoscopic abdominal wall hernia repair procedure. Based on the information currently available and without having the sample to evaluate, no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 470 units. Note, the date of event (29-may-2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic abdominal wall hernia repair a sorbafix enhanced fixation device was used to fixate a double-sided mesh. As reported the mesh was not properly secured by the staples. Reportedly, an alternative device was used for the procedure. There was no patient harm or injury.